Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported it was the test lead from stage I implant and the boot was exposed. The hcp noted the patient weight too much. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, product type: lead. Patient codes: (B)(4) pertain to product ID 3531, product type: external electrical stimulator. (B)(4) and fdccodes: pertain to product ID 3889, product type lead.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the lead came out or was broken; it was noted the patient was not feeling well. Additional information was received three days later. The patient had an appointment tomorrow (B)(6) at 3pm for the lead to be fixed and connected to the external neurostimulator (ens). No further complications were reported/anticipated.